Event description:
It was reported that bd maxplus extension set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that it was leaking from the trifurcate that was directly connected to the port extension tubing and that the hub of the male connector was cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.